Event description:
Prior to a patient's prophylactic replacement diagnostics were performed on the 102r on systems and resulted in high impedance. During surgery the 102r was removed and replaced with a 104 generator. Diagnostics were again performed 3 times and all attempts showed high impedance. Surgeon successfully attached a new 304-3mm lead which was then connected to a sentiva 1000 generator. Diagnostics were then performed again on the sentiva 1000 which resulted in ok impedance at 825 ohms. The explanted devices have not been received for analysis to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, device available for evaluation?, corrected data, initial MDR was inadvertently submitted without the received date of the suspect device.

Event description:
The explanted devices were returned for analysis. Product analysis on the dual pin lead and 104 generator was completed. Both devices were opened but not used and product analysis conformed that both devices performed according to specifications. The returned,102r device also was replaced prophylactically and performed according to specifications. Product analysis for the lead 300-20 was completed and approved. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil broken end and the strand segment show that pitting or electro-etching conditions have occurred at the break location. However, due to metal dissolution the fracture mechanism cannot be ascertained. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.